Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer consumed more carbohydrates then anticipated hence making the bolus administered not enough to cover the amount consumed. Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.